Manufacturer narrative:
H10: additional manufacturer narrative. Updated sections: g3, g6, h2, h6 (investigation findings, investigation conclusions). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of six (6) years, five (5) months due to severe mitral stenosis. The tmvr was successfully performed with a 29mm 9600tfx valve. The patient tolerated the procedure well with not immediate complications and was discharged on pod #4.

Manufacturer narrative:
Additional manufacturer narrative: this device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the updated sections: b7, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation).